Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred.

Event description:
It was reported that the implantable pulse generator (ipg) power on reset (por) occurred twice. The patient recently had xray therapy that was localized near the ipg. The ipg had no abnormality when interrogated in clinic, was consequently reset, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.